Manufacturer narrative:
The customer reported that their central nurse's station (cns) removes old alarms on its own once the new ones are saved. No patient harm or injury was reported. This complaint was created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as the hospital will not be providing any additional information: serial number. Concomitant medical products: approximate age of the device. No serial number was provided, so the age of the device is unknown. Device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) removes old alarms on its own once the new ones are saved. No patient harm or injury has been reported.

Event description:
The customer reported that their central nurse's station (cns) removes old alarms on its own once the new ones are saved. No patient harm or injury has been reported.

Manufacturer narrative:
Details of complaint: on 10/18/2019 customer submitted the log entry from the facility stating that "(B)(6) room 609, 611, 614, 617, 508, 510, 927 oldest alarms not saved. When newer alarms are saved, the older alarms remove" customer stated they could not provide any information regarding the entry note. Due to the lack of information available. An investigation into the reported issue is not possible currently. No risk assessment could be performed. Investigation summary: customer stated they could not provide any information regarding the entry note. Due to the lack of information available an investigation into the reported issue is not possible at this time. No risk assessment could be performed.